Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had post-reset ram crc alarm. Customer¿s blood glucose was 215 mg/dl at the time of incident. Customer states that the insulin pump had keypad unresponsive. Device will be returned for analysis.

Manufacturer narrative:
Device was received with unresponsive all the buttons due to moisture damage on electronic assembly. Unable to verify pump error 23 due to unresponsive keypad/buttons.